Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005726 - the dentist reported having removed the dental implant two months after its installation in intraoral region #10. The implant was installed and immediately loaded. Some days after the surgery, the patient bit something that dislocated the implant, which caused the fracture of the buccal bone wall. In consequence, the dentist decided to remove the dental implant and replace it with another one of greater length.